Event description:
It was reported that during the procedure in the left anterior descending artery, a 3.0x18 rx xience xpedition stent delivery system could not be advanced over a balance middleweight(bmw)universal ii 190 guide wire via femoral access. The xience xpedition was exchanged for another unspecified stent system which was advanced and used successfully with the same balance middleweight universal ii 190 guide wire. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. Additional reported information indicates that the xpedition stent delivery system could only advance over the guide wire 20 cm. The physician was able to remove the stent delivery system from the guide wire with resistance but without using force. The physician proceeded to wipe down the guide wire and attempted to advance the xpedition stent delivery system again; however, the proximal segment of the guide wire could not be inserted into the distal opening of the stent delivery system catheter. At this time, the xpedition stent delivery system was exchanged for a new unspecified stent system to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to insert/difficult to position/difficult to remove (guide wire resistance) were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.